Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference. Device evaluation: the device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty diode on the main board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted due to the fact that the device can still administer therapy.

Event description:
Complainant alleged that during biomed testing, the device rfu status indicator had a red x. Complainant indicated that there was no patient involvement in the reported malfunction.